Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n263891, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported there was an empty pump alarm occurring. The company representative was not sure, but thought "they" said it had been alarming for a year. The patient did not miss a refill, as the patient was no longer using the pump. The patient was currently in a psychiatric ward and had no managing health care provider (hcp). The pump reservoir was updated to max and was set to minimum rate so that the pump would not alarm anymore. The pump was not permanently disabled. No symptoms were reported. There was no drug being delivered via the device system, as the pump was empty.